Event description:
According to the reporter: occurred during an open lobectomy procedure. The surgeon was able to fire the stapler and cut the superior lobulo. But the staples did not close and blood came out. The staple line was incomplete. The patient lost 1 liter (1000cc) of blood. In order to resolve the issue and complete the case, the surgeon had to close the lung with manual suture. The surgical time was extended by thirty minutes or more. The event lead to or extended the patient's hospitalization time. The tissue may have been too thick for the reload that was used.